Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, a missing sensor wire occurred. The sensor was inserted into the abdomen on (B)(6) 2018. No product was provided for evaluation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). Report type ¿ additional. Other serious (important medical events) ¿ additional. Health professional ¿ additional. Report source - correction. Type of reportable event ¿ correction. Correction/additional information. Patient code - additional.

Event description:
Subsequent to the initial MDR, additional information was received on 07/17/2018. The patient's healthcare provider (hcp) contacted dexcom and confirmed that the sensor wire was still in the patient's skin. The hcp advised the patient to monitor the sensor wire to see if it will work its way out of the skin. No further additional patient or event information is available.